Event description:
A healthcare worker complained of burning sensation and skin discoloration on the hand upon removal of a bi pouch from a completed cycle. The customer stated the bi was damaged in the pouch. The worker was seen at employee health and no medical treatment was received. The symptoms resolved within one day.